Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer initially tried troubleshooting with the existing charging equipment, but the issue persisted. Technical support sent a replacement tandem charging cable and wall adapter. Upon receiving and using the new charging supplies, the pump began charging successfully, resolving the issue.